Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in from work and she was confused since she had put on her infusion set. The customer attempted to fill the tubing several times. The caller stated that her blood glucose was 146mg/dl when she started the process, but it had dropped to 70mg/dl. Advised the caller to drink orange juice or something she may have. While she was on the phone the paramedics were called. They gave her grapefruit juice with sugar in it. Then she ate a turkey sandwich and her glucose level went up to 185mg/dl. The customer stated that her glucose level dropped to 64mg/dl and her fingers were tingling. The customer stated that she had a low reservoir alert and no delivery alarms. Advised to replace the plunger and manually push the plunger to verify the insulin exits. Advised the caller that the insulin pump is functioning as designed. No further information was provided.